Event description:
It was reported that the patient's implantable cardiac monitor (icm) was explanted due to patient's discomfort. The icm was not replaced. The patient was in stable condition.

Manufacturer narrative:
The product was returned. Interrogation and visual inspections were normal. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level.